Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-517b-(B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe burned detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure, at 60,000 joules; 8 minutes of use, "fiber tip loose; fiber tip broke - vapor was hitting the side of the fiber cap. Laser would not fire w/out going into standby". The fiber was replaced. At 182,000 joules; 23 minutes of use, the second fiber exhibited ¿fiber tip loose; fiber tip broke. Vapor would keep hitting the side of the fiber tip. Aiming beam was also coming out at multiple angles¿. The fiber was replaced and the case completed with the third fiber. Patient outcome: "ok¿ reported. No injuries to the patient reported. This report is for the second fiber used.